Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A physician reported that "bluish white fibers are coming into the eye from" from a preloaded intraocular lens (iol) delivery system. Additional information was requested.